Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. In addition, it was reported that the cartridge was leaking from the bottom of the cartridge and that the pump touch screen was unresponsive. Customer¿s blood glucose level ranged from 150-165 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.